Event description:
Pt had surgery for removal of a spinal cord stimulator and insertion of a programmable intrathecal pump. Procedure was uneventful, pt discharged in stable condition. Pt found dead the next morning at home.